Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited increased threshold measurements. The lead had dislodged. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Laboratory testing could not confirm the reported observations by visual and electrical testing. There is nothing visually wrong with the lead that would cause a dislodgment. However, the analysis result revealed that there was a cut in the insulation from the terminal pin was likely from the explant procedure and not related to field allegation. Continuity test with manipulation was performed and no abnormalities were noted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Laboratory testing could not confirm the reported observations by visual and electrical testing. There is nothing visually wrong with the lead that would cause a dislodgment. However, the analysis result revealed that there was a cut in the insulation from the terminal pin was likely from the explant procedure and not related to field allegation. Continuity test with manipulation was performed and no abnormalities were noted. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.